Manufacturer narrative:
Corrected data: b5 - vicm5_13.2 should be corrected to vicm5_12.6 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 12 aug 2020 a 12.6mm, vicm5_13.2, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) . The lens was removed and replaced within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. It was reported that the problem was resolved.